Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the battery gauge was observed to be fluctuating. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 400 mg/dl to 424 mg/dl.